Event description:
Consumer stated her tampon came apart upon removal and tampon pieces remained inside. She was able to remove all remaining pieces on her own while taking a shower.

Manufacturer narrative:
Device history record could not be reviewed as a lot code number was not provided. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for eval at the time of this report.